Event description:
A complaint of imprecise sequential readings was received on a customer's two freestyle mini meters. The user's father reported his two sons both received imprecise readings. Readings of 18 and 1.1mmol/l were obtained within a two minute timeframe. Readings of 13 and 2.2mmol/l were obtained within a two minute timeframe on the other meter.

Manufacturer narrative:
There was no report of death, serious injury or mistreatment. Lot number of second meter is t-g011-62648. The customer's products have been returned for investigations. Testing is currently underway.